Event description:
A product liability claim was raised. It was reported that the patient was implanted an unknown zimmer cobalt/chrome implant on (B)(6) 2006 and experienced pain since implantation and malpositioning of the hip. On (B)(6) 2012, patient was revised due to suspected pseudotumor and metallosis.

Manufacturer narrative:
An evaluation of the provided information was made available on august 5, 2015. The compatibility check could not be performed as no product information was provided. No devices were returned for investigation. No x-rays, operative notes, office visit notes, devices or photos of the explanted implant(s) were received. It was unknown the condition of the component(s) unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. However, all possible causes for are reported in the dfmea which is available for every zimmer implant and are continuously monitored and updated. Note: this is a split case with warsaw (B)(4) for the other revisions. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Zimmer's reference number of this file is cpt1(B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. This is a split case with zimmer (B)(6). Patient had other revisions with products from zimmer (B)(6). And were reported under cpt(B)(4) and cpt(B)(4). Zimmer's reference number of this file is cpt(B)(4).